Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-sep-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-apr-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited positioning difficulty. The leadless ipg and delivery system were attempted/ not used and replaced. No patient complications have been reported as a result of this event.